Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) and right ventricular (rv) lead exhibited shock impedance measurements out of range. Additionally, noise oversensing was noted. Technical services (ts) was consulted and provided reprograming options. This crt-d and rv lead remain in service. No adverse patient effects were reported.

Manufacturer narrative:
This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report.